Event description:
It was reported that the patient¿s caregiver received teflon infusion sets from the distributor instead of the previously used steel contact detach sets, and the infusion set was deployed incorrectly on two attempts before a successful application after viewing an instructional video. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and education by support personnel regarding proper infusion set application and supply change assistance. Investigation of this case revealed user difficulty with correct infusion set deployment and connector attachment consistent with use error for the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.